Manufacturer narrative:
The insulin pump failed displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to confirmed error alarm due to several alarms in the history file. The insulin pump alarmed due to a corrupted history file. The insulin pump was received with cracked case at display window corners, cracked display window, cracked belt clip slot, cracked battery tube threads, minor scratches on lcd window, stained end cap sticker and slightly loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during a basal. Customer's blood glucose was 6.6 mmol/l. The customer stated the insulin pump may have been exposed to a high magnetic field. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.